Event description:
Sheath was removed from package and placed on sterile field. The control knob of the sheath dislodged when the physician picked up the catheter. It was not placed inside the patient.